Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine device replacement procedure upon connection of this replacement cardiac resynchronization therapy defibrillator (crt-d) to another manufacturer's chronic right ventricular (rv) defibrillation lead, defibrillation threshold (dft) testing was performed and was unsuccessful with 21 and 31 joule shocks. The patient was externally rescued and a shock lead shorted message was observed. The previous crt-d was reconnected to the lead and a commanded shock was delivered. A pop sound was heard from the device and a shock lead shorted message was observed. The previous device was removed and this replacement device was attempted, but not implanted. A new device was successfully implanted on the right side two days later. The lead remains implanted and in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed three shorted lead indicators were recorded by the device, which, resulted in the device reverting to safety mode. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out-of-range measurement indicates the high energy output bridge is electrically damaged. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.